Event description:
It was reported that the user called for assistance with a complete supply change for an ilet system using a contact/detach 23"-6 mm infusion set and subsequently achieved a successful supply change, with a highest recorded blood glucose of 185 mg/dl for approximately 30 minutes and no use of backup therapy. Symptoms included transient hyperglycemia without associated clinical effects such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and education completed by support personnel. Investigation of this case revealed no device malfunction or component failure and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.